Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging an error 1 message with his onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue began approximately on (B)(6) 2012 at 10am. As part of the patient's diabetes regimen, the patient claimed he is on insulin (type/dose unspecified). Due to the alleged issue, the patient indicated he continued taking his dose of insulin as usual. The patient denied developing symptoms; however on (B)(6) 2012 at around 6pm, the patient stated, he went to the emergency room (ER) for assistance. At the time of the ER, the patient stated, he was treated with 8 different types of medications including 1 for diabetes (8 units of lantus). According to the patient, no additional blood glucose meter was used at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient reportedly received medical intervention from a health care professional (hcp) after the alleger issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.